Event description:
It was reported that while advancing a 1.5x12 mini trek rx balloon dilatation catheter into a non-abbott sheath, over a non-abbott guide wire, toward a 15-mm long, mildly calcified, 100% stenosed chronic total occlusion, de novo lesion in the 3-mm diameter mildly tortuous left anterior descending coronary artery, resistance was felt between the trek and the vessel. The trek reached the target lesion and pre-dilatation was performed by inflating the trek four times to 8 atmospheres, holding each inflation for 10 to 15 seconds. After completing the fifth inflation, the trek was withdrawn with resistance felt between the trek and the guide wire. The trek was slowly and carefully withdrawn successfully, with the guide wire remaining in the anatomy. Additional pre-dilatation was performed using a 2.5x12 voyager balloon dilatation catheter and a 3.0x15 xience v rx stent was deployed, followed by post-dilatation using a non-abbott balloon. There were no adverse patient effects and no clinically significant delay in completing the procedure. No additional information has was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device coding: (B)(4) -against resistance. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the trek instructions for use states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and/or damage/separation of the catheter. Based on the information reviewed, there is no indication of a product deficiency.